Event description:
Procedure type: unk. According to the reporter: the customer reports that the instrument jammed shut in the abdomen and could not be re-opened; operation completed with thread. There was no unanticipated tissue loss due to this problem. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).